Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with non-fasting test results from back to back blood tests of 449 mg/dl using truemetrix meter and 199 mg/dl using another device. The customer's expected fasting blood glucose test result range is 125 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2017. Customer is applying the blood correctly. The customer stated she had gone to the pharmacy and had another meter replaced some time ago for the same problem. The meter memory was reviewed for previous test result history (time not set): (B)(6). Memory concerns:196 mg/dl. This customer whose very diligent about her blood sugars was running extremely high on her evening blood sugar. Customer said she never runs this high on her blood sugars so she ran another blood but still high, then ran her blood on her husband's meter and it read 199 mg/dl. She said never does she run that high on her bloods.